Manufacturer narrative:
A software analysis was initiated. Logs and archives were reviewed with no enough information provided to determine root cause of the issue. The software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient weight not available from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacturing date is unavailable.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the surgeon noted difficulties performing registration, it was noted that 2-3 attempts were required to pass registration. A 1cm imprecision was noted in the anterior and inferior directions following registration. The surgeon opted to complete the procedure compensating for the imprecision. There was a reported delay to the procedure of twenty minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. The archive from the procedure was sent to medtronic for review. The review found that the patient exam was one month older than the event date. However, the registration pattern had a sufficient pattern with some points submerged beneath the skin.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.